Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had experienced high blood glucose. The customer¿s blood glucose level was 300 mg/dl at time of incident and current blood glucose level was 431 mg/dl. The customer was treated with pump and shots. The customer¿s blood glucose level was 597 mg/dl and 553 mg/dl mg/dl. Customer declined to perform the high pressure test. The customer does not allege pump was under delivering. The customer was advised to change entire set, reservoir and insulin and treat per health care professional instructions. The customer was advised to call back for assistance if high blood glucose persist. The insulin pump will not be returned for analysis.